Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at 7:30am on (B)(6) 2019, when her onetouch select simple meter would not power on. The patient manages her diabetes with ¿levotiroxina, 75mg a day¿ and she reported that in response to the alleged product issue she took no action beyond her normal diabetes management routine. The patient reported that ¿three hours later¿ she developed the symptoms of ¿blur vision and hard to talk¿. She reported that at 3pm, the same day, a home visiting healthcare practitioner (hcp) visited her house to give ¿medical assistance¿. The patient claimed that she received no treatment but the hcp requested ¿medical tests¿ to be performed. It was not clear if these tests had been performed by the time of the call. During troubleshooting, the csr verified that based on the information provided the subject meter¿s battery did not need replaced, the correct test strips were being used, there was no product misuse associated with this complaint and this was not the first time the patient had used the subject meter. The issue was not resolved during troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury adverse event after not being able to power on her onetouch select simple meter.